Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. Investigation summary: intermacs patient registry data collected from (B)(6) 2019 through (B)(6) 2020 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. With a review of the available information, there is no evidence of a device malfunction or performance issues that would impact the reported events. Possible clinical factors that may have contributed to these events include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulants, antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. This device is used for treatment, not diagnosis. (B)(4).

Event description:
While supported by the tah-t, the patient experienced the following adverse events as defined by intermacs: 1 days post implant - renal dysfunction. 19 days post implant - infection I location peripheral wound I type: bacterial. The patient subsequently received a heart transplant after 131 days of tah-t support.